Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. G4: this report is being filed on an international product, list number 193-000c that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2026 with a nasopharyngeal sample. A follow up pcr test performed on the same day at a different facility returned negative results for covid-19. The patient was isolate until they were confirmed negative by pcr. No other patient impact was reported.